Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.4., h.6. Device evaluation: analysis of the returned device identified device to be underweight and have a broken shell. A visual and microscopic analysis was performed which identified a sharp pattern on the posterior, a striated opening on the anterior and a creases fold. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.